Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the pacemaker exhibited incorrect measurements. Additionally, the physician noted a defect related to the pacemaker socket. The pacemaker was not used and replaced. The patient was discharged.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the pacemaker exhibited incorrect measurements. Additionally, the physician noted a defect related to the pacemaker socket. The pacemaker was not used and replaced. The patient was discharged.

Event description:
It was reported that the physician noted a defect related to the pacemaker socket. The pacemaker was not used and replaced. The patient was discharged.

Manufacturer narrative:
H6 removed incorrect measurement code.

Manufacturer narrative:
Reported event of ¿indices were not normal¿ was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No device anomalies were noted.